Event description:
Counts correct. Small piece of metal broke off an osteotome instrument. Surgeon states the piece was removed from surgical site after looking for it. Sterile field and back table assessed - unable to find piece. X-ray performed. Radiologist called into room via phone - informed surgeon of 1mm size foreign object possibly assessed in x-ray imaging. Osteotome instrument inspected by surgeon at end of procedure. Per md note, "at 1 point, small closure of the small straight osteotome chipped off and attention and in an attempt to lever the across connector off of the rod. This piece of metal was removed with forceps, but a small fragment may have remained."